Manufacturer narrative:
(B)(4). Batch #r94a2k. Investigation summary: the handpiece was received with the nose cone cracked. In addition with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that the device does not function even with 32 uses remaining. No other details provided. No patient consequence reported.